Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not known at the time of reporting. Concomitant medical products: product ID: 9731203, serial/lot #: (B)(4). No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that halfway through the case the system stopped responding when the health care professional (hcp) changed the instrument. They changed the instrument trackers and even turned the system off and on again. Then afterwards the system would not even let the hcp register again, which may indicate the problem is with the emitter. Navigation was aborted causing no delay to the procedure. No impact on patient outcome.